Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead was capped and replaced due to a suspected fracture. No patient complications were reported as a result of that event. It was later reported that the superior vena cava (svc) portion of the rv lead was exhibiting high impedance due to a suspected fracture. The svc portion and the pace/sense replacement were capped and a complete new rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range and indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.